Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Event description:
It was reported that a surgical intervention was performed due to left knee swollen with aspiration, left knee pain and closed fracture of toe.